Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during a tympano mastoid surgical procedure, it was observed that the attachment device was very difficult to attach to the motor device. The reporter further clarified that the motor device had a hole in the hose, ¿glass beads¿ were coming out of the handpiece and the motor device was overheating. The reporter stated that none of the ¿glass beads¿ fell into the patient. There were no delays to the planned surgical procedure and identical spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.